Event description:
The pt contacted lifescan (lfs) alleging that their one touch ultra meter was reading inaccurately. Pt had not been testing blood or taking their medication for "some time." Instead, pt had started taking a home-made remedy to treat their diabetes. Four days before contacting lifescan, pt tested with the reported meter and obtained a result of 224 mg/dl, which pt interpreted to be 22.4 mmol/l (converts to 403 mg/dl). Pt tested again in the morning three days later and obtained a high result; pt initially told the lfs customer care representative (ccr) the result was 818. However, the meter does not report a number value higher than 600. When questioned again, the pt could not find the actual result obtained in the meter memory. The pt spoke with their physician and was advised to bring their meter to the surgery (the physician's office); pt had not seen the physician when pt contacted lfs. The physician also instructed the pt to take "gliclazide" one-half tablet in the morning and evening. After taking the medication, pt had pain in their arm, felt dizzy, and fell out of bed. Their spouse called emt. A result of 2.0 mmol/l (36 mg/dl) was obtained on the emt meter. Pt was treated with an IV and told to eat something. Pt was not taken to the hospital. The physician ordered diabetes medication for the pt based on the result of 22.4 mmol/l reported to him by the pt. After taking the prescribed medication, the pt experienced symptomatic hypoglycemia. Therefore, there is an indication that the product contributed to the pt experiencing injury and medical intervention. The event meets the criteria of a medical device reportable as an adverse event. The ccr discovered that the meter was set to mg/dl instead of mmol/l. The pt might have changed the units of measurement when pt changed the meter time settings. After resetting the meter to mmol/l, pt retested and obtained a result of 9.1 mmol/l (164 mg/dl). A control solution test could not be conducted, as the control solution was expired. As the pt may have inadvertently reset the meter units of measurement and a quality control test could not be performed, there is no indication that the product malfunctioned. The meter was replaced.